Manufacturer narrative:
The reported event was insufficient information. A complete lead was returned for analysis. The s-curve hump height was measured and with was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, upon interrogation the left ventricular (lv) lead exhibited loss of capture, loss of sensing and noise. The lv lead was not used, and the physician attempted to replace the lead with another lv lead but decided not to proceed due to an unknown reason. The patient had no adverse consequences.

Manufacturer narrative:
Correction-section g2: checked health professional, user facility, and company representative as it was missing in the initial report 2017865-2025-87600.